Event description:
IV pump in use with three channels attached to brain. Only far left channel on opposite side of brain infusion medication. Two channels on the right side of brain not infusing medications noted to smell hot and were hot to the touch. Entire pump with all modules unplugged from red outlet and immediately removed from room. Biomedical and maintenance called immediately. No harm to the pt or staff. Male iui connector -serial number (B)(6)- and female iui connector -serial number (B)(6)- noted to be melted when examined by biomedical staff. Brain -serial number (B)(6)- and the third module on left were without defects.